Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the wire loop failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the flare detached, therefore this is now a MDR reportable event.

Manufacturer narrative:
(B)(4). Investigation results visual evaluation of the returned device found the flare was detached and the catheter was slightly kinked in the extreme of the strain relief and near the dongle. The device has evidence of flaring process performed during manufacturing. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the flare detached. This condition does not allow the device to be actuated. However, the flare detachment is contradictory to what was originally reported. Additionally, the catheter is slightly kinked in the extreme of the strain relief and the device has the catheter kinked near to the dongle. These kinks probably caused the flare to detach. Due to anatomical and procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for this failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the wire loop failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the flare detached, therefore this is now a MDR reportable event.